Event description:
It was reported that pump experienced malfunction alarm with code 16, and there were no notable events before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again.